Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during implant, the physician noticed at the end of the surgery that the "small white piece" to suture the lead was not attached. The physician was not sure if the anchoring sleeve was attached prior to implanting the lead. The lead remains in use. No further patient complications have been reported as a result of this event.